Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that an unk guide wire (thought to be either a bmw universal or a whisper) fractured (separated) after becoming jailed down a side branch off the left circumflex. The left circumflex was stented and after the stent had been deployed, the physician tried to pull the guide wire back, but it got caught on the stent and snapped. The guide wire separated, partly in the left main stem and partly in the stent in the left circumflex. Attempts were made to snare the piece of guide wire with no success, and it is understood that the physician was going to stent down the left anterior descending (lad) to trap (compress) the piece of guide wire against the artery wall. No pt effects were reported. No additional event or pt info is available.